Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the malfunction. The se reviewed the logs and found error codes. The unit failed the first oxygen (o2) sensor calibration, and passed on the second time. The se replaced the o2 sensor. The unit passed all tests and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator's oxygen (o2) sensor failed to calibrate. The patient transferred to another ventilator without harm.e/verified no expiratory calibration complete/verified no atmospheric pressure trans. Cal. Complete/verified no extended self test (est) complete/verified no forced vent inop test complete/verified no oxygen sensor cal

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.